Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. At the point of troubleshooting, customer had already consumed carbohydrates and reported that there were no adverse impact to blood glucose level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer acknowledged and continued using the pump for insulin therapy.